Event description:
A malfunction was reported on the pump, and there was no adverse impact to the customer's blood glucose level. Initially, technical support provided information for resetting the pump and advised the customer to call back with a charger. Later, the customer completed the reset with technical support's assistance to resume insulin deliveries and was reminded about a software update. No further action was required.